Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The customer reported the cause of the over infusion to be the nurse selecting the incorrect care area. Use errors and proper user instructions are addressed in "spectrum infusion pump operator's manual", which is shipped with every spectrum infusion pump device. The guide instructs the user to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced. Always confirm safe, accurate pump operation by: ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring the infusion to ensure that the infusion is delivered as intended. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-delivered an unknown medication during a programmed therapeutic infusion due to user error. The nurse selected the emergency department care area instead of the appropriate pediatric care area. This resulted in the spectrum pump being programmed for a vtbi of 100ml at a rate of 200ml/hr instead of the ordered vtbi of 50ml at a rate of 100ml/hr resulting in an over infusion. There was no patient injury or patient injury or medical intervention associated with this event. No additional information is available.